Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in an artery that was mildly tortuous, mildly calcified and 95% stenotic. The physician advanced the 1.5x15mm maverick2 balloon to the lesion and inflated it to 4-5atms for one second on the first inflation and it ruptured. There were no pt complications. The device was removed intact. Pt status is reported as "pt on medical management".